Manufacturer narrative:
(B)(4). Internal file number -(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Indication for use: the arteriotomy was 5f and per instructions for use, under indications for use: the prostar xl system is designed for use in conjunction with 8.5f to 24f sheaths. The device was not returned for analysis. In the absence of the device returned for analysis a conclusive cause for the reported failure to deploy the suture could not be determined. The treatment appears to be related to procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that suture placement in the right common femoral artery (rcfa) was attempted with a prostar device via a 5f sheath prior to a abdominal aortic aneurysm (aaa) procedure. Reportedly, the anatomy was complicated and the sutures of the prostar did not grab enough of the vessel wall. The sheath was upsized to an 18f and the aaa procedure was completed. Hemostasis was achieved with a non-abbott device. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. It was reported that the physician is in-training in the use of the prostar device and a trained physician was present during the case. No additional information was provided.